Event description:
It was reported that troubleshooting identified that the physician's tablet usb cable was not functioning. A new usb cable was used to identify this issue as the tablet performed as intended with the replacement usb cable. The physician was provided a new usb cable. The usb cable is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Serial # and device manufacture date; corrected data: the previously submitted MDR inadvertently did not provide the device serial number. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.

Event description:
The tablet serial cable was received by the manufacturer for analysis on 06/01/2015. Product analysis was completed for the tablet serial cable on 06/15/2015. Analysis revealed a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. The cause appears to be cable stress-related.